Event description:
It was reported that an implantable neurostimulator (ins) device was removed due to infection. Additionally, the patient has recovered from her device infection with no apparent infection-related complications. The patient was no longer receiving therapy since all of her ins components were explanted.

Manufacturer narrative:
(B)(4).